Manufacturer narrative:
Product analysis: it was determined during analysis that the programmer tested out of specification due to the stylus top position on screen requiring calibration. It was also noted that the display bezel was slightly damaged but considered acceptable. The left and right sliding rails were broken. The power cable was worn. The printer paper tray was almost empty. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate devices .the programmer was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.